Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and no further malfunction occurred after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred and acknowledged the instructions.